Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, off no power test, self-test, rewind and unexpected restart error test. Device alarmed motor error during basic occlusion test due to moisture damage on the force sensor resister. Unable to perform occlusion test, prime test, excessive no delivery test due to motor error alarm. No display anomaly noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked battery tube threads.